Event description:
It was reported that one of two locking screws was noted as missing when the implant was opened for use. Another locking screw was obtained from another implant and used to complete the procedure.